Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened cannula/hub assemblies in a bag and 6 unopened trocar assemblies in paks were received for the report of leakage from trocar valve. The returned samples were visually inspected. All eight samples were found conforming. The conforming samples were then tested for leaking and were found conforming. The photos attached to the parent complaint were reviewed by the manufacturing site. The 4 photos show 2 different samples. Sample 1 shows a open septum (fishmouth) and sample 2 shows a closed septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned customer photos show sample 1 with an opened septum; however when the opened and unopened samples were returned the manufacturing site all samples were found to be conforming. A possible root cause for the opened septum found to be conforming, would be that the septum relaxed back into a closed state. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a valved trocar valve did not function and leakage occurred from it during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.